Manufacturer narrative:
Based on the results of the investigation, it is likely, the probable cause of the reported issue was a malfunction of the aperture unit. A definitive root cause could not be identified. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, during the device inspection. That the xenon light source exhibited faulty iris printed circuit board (pcb) was stuck. And unable to adjust light intensity output. There were no reports of patient involvement.